Event description:
The facility representative contacted baxter (B)(4) technical services to report a colleague infusion pump where the inlet fuses were found to be faulty; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump where the inlet fuses were found to be faulty was confirmed during evaluation. Even though this device was not sent in for evaluation, the quality engineer was able to confirm the reported condition through the service documentation review. This condition was caused by a blown fuse. The customer replaced both 1.6 amp fuses to correct the reported condition.

Manufacturer narrative:
(B)(4). The device is not available for evaluation, therefore the reported condition could not be confirmed or duplicated and an assignable cause could not be determined. Should additional information become available a follow up medwatch will be submitted. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). This involved a colleague p1.7 infusion pump with user interface module master software version 7.01.00. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number.